Manufacturer narrative:
The poe was returned to the manufacturer for analysis. Analysis found that the poe was tested for 144 hours and power to the camera was never interrupted. The led was green through the entire length of testing. There was no failure found with the poe. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord that powers the camera was defective. The power cord from the computer to ethernet power box which runs the camera was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while installing the system, the camera had no lights, it did not beep when the system booted and the laser was not working. The medtronic representative (mr) looked at the poe injector and stated that there was no green light. The mr also stated that there was no green light on the switch from the cable that goes to the poe injector to the switch. The mr reseated the power cable on the poe injector that comes from the uninterruptible power supply (ups). There was still no green light on the poe injector. There was no patient present when this issue was identified. The mr replaced the poe ans the camera did not function. He said that there were no lights on the poe or on the port when plugged into the o-ring. However, when he swapped ports on the o-ring with another cable, the light for the port on the poe started functioning normally.